Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was unable to disconnect from the device header. It was noted that the hex screw was stripped. The device was explanted and replaced. The lead was capped on (B)(6) 2016.